Event description:
It was reported that the devices were used during a lumbar laminectomy. It was reported by the rep that the surgeon went through (3) different prr35's before finding one that would work (problems with malformed staples). A fourth prr35 was used to complete the case without incident. There was no consequence to the pt.